Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
It was reported, the catheter is compressed together with its primary package, resulting in the catheter being flattened. No additional information was provided. There was no harm reported.